Manufacturer narrative:
The technician replaced the brake/steer caster to repair the bed.

Event description:
Information received indicates when the brakes are locked the bed is pushed sideways, the brake/steer caster will rotate.